Manufacturer narrative:
The device involved in this event will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with an implant of the alto main body. Approximately one (1) month post initial procedure, the follow-up, a computed tomography (CT) scan showed an aneurysm enlargement and a suspected type 2 endoleak (non-device related failure). A few days following the initial computed tomography (CT) scan, it was reported that the patient was transferred to another hospital for a suspected graft infection. The patient underwent a surgical conversion, and the device was explanted. The final patient status was reported as recovering.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the following events were confirmed: type ii endoleak (non-device-related) of the internal mesenteric and lumbar artery, abdominal aortic aneurysm sac growth of 6 mm, graft infection and surgical conversion with explant. This is consistent with the reported adverse event/incident. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. Additionally, it was reported there was pus and a weakened aortic wall at explant. There was evidence of an aortic infection on the CT scans however, the etiology of the infection was not clear; one of the blood cultures tested positive for staphylococcus lugdunis, but that could have also been due to contamination. The final patient status was reported as recovering post explant on (B)(6) 2022. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.